Event description:
A hospital in the (B)(6) reported, via a fisher & paykel healthcare ('fph') representative, that in a set-up with an rt340 adult dual-heated evaqua breathing circuit ('the breathing circuit') and a ge carestation ventilator at the hospital's gicu, the breathing circuit allegedly developed a 35% leak, the hospital further advised that the breathing circuit allegedly showed a 700ml leak at one of the tubes where a clover-leafed connector had become loose. Fph has been advised that the patient did not suffer any injuries but was re-intubated during the fault-finding process.

Manufacturer narrative:
(B)(4). This is a malfunction that has been reported to fisher & paykel healthcare ('fph') by a hospital in the (B)(6). The product is not sold in the USA but it is similar to a product sold in the USA. The 510 (k) for that product is k983112. Fph has requested for the return of the complaint device in order to conduct an investigation. Our results are not yet available. We will submit our findings in a follow up report following receipt of the device and completion of our investigation.